Manufacturer narrative:
There was no reported injury during this event. The subject monitor has not yet been evaluated by the manufacturer.

Event description:
Allegedly, while preparing an or room for the first case of the day, a staff member heard a loud pop coming from the monitor. She went to notify her supervisor of the pop; however, when she returned to the or room, flames were coming from the back of the monitor. Staff was able to extinguish the fire using two co2 extinguishers.

Manufacturer narrative:
Per the monitor manufacturer's evaluation: the units was visually inspected in the lab. The form tape between front bezel and pmma filter protrude on all 4 sides (see attached pic-1 and pic-2) - a sign that this unit may have been modified by 3rd party. Burn mark can be seen on the back of the display. The power cord was melted with ac inlet and can't be removed (see pic-3). After opened the unit, the power entry module was identified as fire starting location (see pic-4). Retrieved the fuses by breaking up the power entry. Both fuses are not broken. Since the fuses were not broken, it imply the fire starting location is between fuses and ac inlet connector. Root/probable cause(s) the possible causes are: faulty power entry module - short circuit between the fuses and power inlet connector. Power surge on the power line causing arcing within the power entry module. Conclusion: this is the first time we have ever been informed of such instance that a power entry module caught on fire on any nds displays. The root cause investigation is non-conclusive to determine the reason for the power entry module catching fire. Due to additional form tape extrude between the front bezel and pmma filter, we conclude that this unit has been opened by a third party and potential unauthorized modifications might have taken place. [End]. The user indicated that they would never have attempted, or allowed any third party modifications to the device in question.